Event description:
Reporter indicated that vns pt was seen in hospital emergency room due to severe nausea and headache and that the pt had undergone revision surgery due to protrusion of one of the tie downs used to secure the device. The pt reportedly experienced swelling and pain in their neck for several months and indicated that a nodule had developed at the neck incision site a couple of months after implant surgery. The nodule was reportedly small, at first, but has been painful and has become swollen over the past couple of months, when pt reported this to their surgeon, he appeared to be frustrated and asked the pt if pt would like to have the vns therapy system removed. The pt did not wish to have the vns therapy system explanted, but did want something to be done to alleviate the pain and swelling. The pt reports that the surgeon injected what pt though to be some sort of steroid into the swollen area, but that didn't help at all. Sometime later, the pt noticed protrusion of one of the tie downs and some of the lead and believes that there is a very good possibility that their lead was pulled during one of their grand mal seizures. The pt was seen in the hospital emergency room for severe nausea and headache, at which time pt reported the neck pain to emergency room physician, x-rays revealed that one of the tie downs was in exactly the location where the pt experienced the neck pain. The pt reported that their blood pressure medication had recently been increased. Device diagnostic testing was within normal limits, indicating proper device function. Pt has not experienced a decreased in seizure frequency, but that pt has experienced a decrease in seizure severity and reduced post-ictal period with the vns therapy. The pt underwent revision surgery during which the protruding tie down was removed without incident. Investigation to date has been unable to determine the cause of the tie down protrusion or whether the vns was a contributing factor to the pt's nausea and headache. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices (including tie downs, packaged with bipolar lead).